Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported that the cause of the settings not available/unable to adjust or feel stimulation was not determined. Pt reports the actions taken to resolve this issue were "just adjusted the settings so I could turn it up because it was not working when it was on". Pt reports this issue has not resolved. The pt was redirected to their managing physician (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their controller is not working. Patient stated that they can lower down the stimulation but unable to turn it back up and turn off the stimulation. Patient mentioned that they have a large knot on the back right over the wires that are about 4 inches from the center of their back. Patient stated they had the issue since they first notice the knot for a year and a half to 2 years ago. Patient made a comment that their previous implant does not work like the one they have now. Patient noted that they could feel something in their legs all the time and they didn't like it when it was on. Patient stated that they turn the stimulation very low and now they can't turn it back up and don't feel any stimulation at all. Agent had the patient unlock the controller and patient reported seeing settings not available message. Agent reviewed screen meaning with the patient. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported that for the last 1.5 years the patient had a knot in their back where the wires went through their spine. The patient noted that was when the ins stopped working properly. Patient could not increase stim and they stated their sleep was messed up. When the patient tried to sleep their feet were burning and hurting.

Manufacturer narrative:
Continuation of d10: product ID 3586. Serial# (B)(6). Implanted: (B)(6) 1998. Explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the rep. Rep stated it is unknown if there were any environmental or other types of factors that could have resulted in this. The patient's device was fully depleted at the time of replacement so no troubleshooting could be performed.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they are doing a lead vision on a patient who has an old quad lead and they are most likely replacing the entire system today. Caller stated they think the patient has impedance issues and that's what they were placing the lead for. Caller didn't know when the impedance issue came up and didn't have any further details, but that their partner was notified about 2 weeks ago. Caller was not with the patient at the time of the call. Caller wanted to know the dimensions of the current lead and compare them to the dimension of the 2x8. Caller confirmed that the old lead was about the same width as the new one, but the old one was a little thinner at 1.7mm and the new lead was 1.9mm.

Manufacturer narrative:
Product ID 3586, serial# (B)(6); implanted: (B)(6) 1998; explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3586 serial# (B)(6) implanted: (B)(6) 1998 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the system was being replaced to restore patient's MRI compatibility and expand coverage options. Hcp successfully explanted all previous devices and moved the battery pocket from the abdomen to the flank. The patient's previous device will not be returned at this time, and was kept by the hospital per their policy. The hcp was made aware that we recommend returning the device.